Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and embedded device ('device is firmly embedded within tube's lumen. Lumen. Distal to the essure device, the tube lumen exhibits a pinpoint appearance') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, micturition frequency increased, nocturia, urinary urgency, cervical bleeding and uterine enlargement. Family history included breast cancer. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine headaches"), alopecia ("hair loss"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (essure hysterectomy total, laparoscopic cystoscopy salpingo-oophorectomy, laparoscopic). Essure (ess205) was removed. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, migraine, alopecia, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, (B)(6) 2005 date(s) of insertion:- (B)(6) 2005 & (B)(6) 2017 (as reported; discrepancy noted) insertion details:- two and a half cones were out of the right tube. Eleven cones were out of the left tube. Anticipated or scheduled date: (B)(6) 2020 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality-safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and embedded device ('device is firmly embedded within tube's lumen. Lumen. Distal to the essure device, the tube lumen exhibits a pinpoint appearance') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, micturition frequency increased, nocturia, urinary urgency, cervical bleeding and uterine enlargement. Family history included breast cancer. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine headaches"), alopecia ("hair loss"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (essure hysterectomy total, laparoscopic cystoscopy salpingo-oophorectomy, laparoscopic). Essure (ess205) was removed. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, migraine, alopecia, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, (B)(6) 2005 date(s) of insertion:- (B)(6) 2005 & (B)(6) 2017 (as reported; discrepancy noted) insertion details:- two and a half cones were out of the right tube. Eleven cones were out of the left tube. Anticipated or scheduled date: (B)(6) 2020 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-mar-2021: mr received. Reporter information, patient medical history, event: the device is firmly embedded within the tube's lumen added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine headaches"), alopecia ("hair loss"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (essure removal anticipated or scheduled date: (B)(6) 2020). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, migraine, alopecia, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion: (B)(6) 2007, (B)(6) 2005 date(s) of insertion: (B)(6) 2005 & (B)(6) 2017 (as reported; discrepancy noted). Insertion details: two and a half cones were out of the right tube. Eleven cones were out of the left tube. Anticipated or scheduled date: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2010: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received. This case was upgraded to incident from other events. Onset date of events were added: hair loss, abdominal pain, fatigue, bladder problems, urinary problems, migraine/headaches and nausea. Date of lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.